Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as a batch number was not provided. Based on the information received, the cause of the reported procedure cancelation was due to a faulty cable.

Event description:
During a lower lumbar radiofrequency procedure, an impedance error occurred and the procedure was canceled. The generator functioned as intended during motor and sensory testing however a yellow bar appeared and there was no impedance reading and an error displaying 3-006. The error code displayed while in lesion mode and also displayed several times while increasing current. The connections were confirmed, the electrode was replaced, and the generator was restarted with no resolution. The procedure was canceled. There were no adverse consequences to the patient due to the cancelation. Troubleshooting at a later date confirmed the issue was due to a worn cable, the site discarded the cable.